Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this left ventricular (lv) lead was not attempted successfully as it got stuck on the wire. It was indicated that the physician had to put a lot of force on the wire and lead to get it out. The physician felt that it may sustained damage. This lv lead was never in service. No adverse patient effects were reported.